Event description:
On september 11, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the error 5 message. According to the owner's manual, a damaged test strip or an incompletely filled confirmation window would be likely causes of error message. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient described exeriencing a very strong migraine, dehydration, and nausea. On event day, the pt tested and obtained a result of 493 mg/dl on the reported meter. Her daughter administered 12 units of novolin insulin and she lost consciousness. At 10:00 pm, the paramedics arrived and tested the patient blood glucose level. A result of 200 mg/dl was obtained on an unknown meter. No further information was provided. The customer care advocate (cca) verified that the patient was using the correct testing technique and the test strips were in good condition. The cca walked the patient through a retest with a new vial of test strips and the issue was resolved. The meter, test strips, and control solution were replaced. It would have been helpful to know when the meter started prompting the error 5 message, if the error 5 message was obtained on the day of concern, how long the patient was unable to obtain a blood glucose result, her medication regimen, testing frequency, when she developed symptoms, if she was administered treatment prior to the paramedics arrival, all results obtained by the paramedics, possible treatment administered by the paramedics, and whether she was transported to the hospital for further attention. This complaint is being reported due to the following conclusion: allegations that the meter was prompting error 5 message, the patient obtained an elevated result, was experincing symptoms, administered insulin, lot consciousness, and after an unspecified amount of time later tested 200 mg/dl on the paramedics meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.